Event description:
It was reported that the patient stopped feeling stimulation on (B)(6) 2012. The patient also had a loss of therapeutic effect with acute pain, in their lower back. It was noted that the patient generally used her therapy for half of each day. The patient stated that "pain is not necessarily occurring because she can no longer feel stimulation" and pain occurred at "other times" as well. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 282090001, implanted: (B)(6) 2011, product type: accessory. Product ID: 355538, lot# n252975, implanted: (B)(6)2011, product type: accessory. Product ID: 355531, lot# n291093, implanted: (B)(6) 2011, product type: screening. (B)(4).